Manufacturer narrative:
The device was returned to olympus for inspection. B3: date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ccd problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated there was an intermittent flickering image. It was determined that the ccd needed to be replaced. There was no patient involvement.